Event description:
N/a

Manufacturer narrative:
Trackwise ID (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10 . Specific actions for the reported mode is being maintained and documented under maquet's corrective and preventive action (CAPA) system. The device was returned to the factory for evaluation on 10/02/2023. An investigation was conducted on 10/03/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the returned btt. A microscopic inspection was conducted. Evidence of glue was observed on the outside of the insufflation tubing as well as within the port. There were no other visual defects observed. An engineer evaluation was conducted on 10/09/2023 with the following results: the btt body and the insufflation tubing were inspected visually under magnification. There was evidence of clinical use in all devices. Other than the insufflation tube detachment, no other abnormalities were observed. Based on the returned condition of the device, the reported failure "connection problem" was confirmed. The lot # 3000333517 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 saline line on the btt dislodged from the body of the btt. They tried inserting the saline line back on the btt with no success. In order to complete case, they opened a new evh kit to get a new btt from the included accessory tray. No patient injuries or delays were reported.